Event description:
Pt was scheduled for cardiac catheterization in cardiovascular lab at facility in 2000. When procedure was performed and wire introducing catheter was withdrawn, tip of catheter broke off and remained in left ventricle of pt. Catheter broke at 6th most proximal hole. The catheter tip (foreign body) was retrieved and removed from pt through the left femoral artery. Catheterization was repeated with a different type of catheter with good results. The pt was anaesthetized throughout the procedures. No ventricular dysrhythmia was observed.